Event description:
It was reported, while in the or, the md prepped the iab per instruction. The md began to insert the iab without a sheath when the iab ruptured. Another iab was used to complete the procedure. Refer to MDR #1219856-2006-00416 for additional information concerning this event.

Manufacturer narrative:
Evaluation: a partial catheter (42 cm) was returned. There was an abraded hole in the bladder, approximately 8.3 cm from the distal tip. The IFU states "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of iab perforation is unpredictable and may be due to calcified plaque, resulting in membrane surface abrasion and eventual perforation." A DHR re-review was performed on the reported lot# without findings. The root cause may have been due to calcified plaque.